Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that diagnostics performed were x-rays of the sacrum and coccyx, a lumbar spine x-ray taken on (B)(6) 2019, and multiple impedance and device checks. The hcp reported that the patient had an office visit on (B)(6) 2019 where the device was interrogated by the manufacturer¿s representative. They also noted there was an office visit on (B)(6) 2019 where the patient¿s stimulator was checked. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that there was a loss of therapy, stating that "there¿s something wrong with it" and later elaborated that "I called up the doctor, because it doesn¿t seem to be working as well as the old one". The patient stated that "I keep going back to the doctor and there¿s still something wrong, I have urinary leakage and the bowel movements are hard unless I eat too many sweets, then its more normal". The patient stated that they had a car accident on (B)(6) 2019 and since then has been having these issues. The patient stated that the doctor "keeps saying its fine but then I told them I was having these problems and going through a lot of pads, and one time they re-did the levels and now I have to go back again, and I feel the sensation in my legs sometimes". The patient stated that they will go back to their hcp "in a couple days" and I encouraged them to follow up with their hcp. No further complications were anticipated/reported.